Event description:
It was reported the pump made a loud noise and turned off during a case. It was replaced and the case was completed with no further issues.

Manufacturer narrative:
The complaint is confirmed. The loud noise was caused by the motor, measured at 89 db. This is not attributed to a manufacturing defect. This is attributed to a normal wear-out since the unit has been in service for 158 months. The unit passed all bench tests during the evaluation.